Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
(B)(4). The patient received two peripheral (off-label) leads. It was reported the patient experienced ineffective stimulation despite several reprogramming attempts. The patient also reported feeling irritation and pinching with stimulation. Subsequently, the entire pns system was explanted on (B)(6) 2016.